Manufacturer narrative:
The na electrode lot number and expiration date were requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the na electrode on a cobas pro ise analytical unit. The first sample initially resulted in a na value of 140 mmol/l. The sample was repeated on a second analyzer, resulting in a value of 145.5 mmol/l. The second sample initially resulted in a na value of 138 mmol/l. The sample was repeated on a second analyzer, resulting in a value of 145.3 mmol/l.

Manufacturer narrative:
The field service engineer replaced the degasser and fluidics components of the system diluent line. Calibration and controls were acceptable. The customer has not had any further issues. The investigation determined that the issue was due to insufficient pre-analytic sample handling. Preanalytics are within the customer's responsibility. There was no indication of a device malfunction.